Event description:
A male patient underwent therapeutic placement of an ultraflex tracheal stent for treatment of a benign tracheal stenosis resulting from a prior tracheostomy. The stent was successfully placed. It is reported that the patient 'felt very good' once the stent was in place. Sometime after the sent placement, the patient experienced dyspnea with strong coughing. During an episode of coughing, the cover ultraflex stent was expelled. The stent remained in position and patent. Patient has reportedly recovered from the episode of dyspnea and cough. No further issues with his breathing. No medical or surgical intervention was required. The patient has not experienced any complications with regard to the expelled stent cover. No further information is currently available regarding this event.